Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply (B)(4). Evaluation found the device was not functioning.

Event description:
In this event it was reported that a propex ii apex locator was giving incorrect measurements. The event outcome is unknown as of this MDR evaluation.